Manufacturer narrative:
(B)(4). Leak condition confirmed. Visual examination of the device revealed evidence of leakage was noted within the bag (package) that contained the unit. Visual examination of the unit noted the leakage was coming out at the connection of the blue winged luer cap. The root cause of the leak condition was due to the winged luer cap not being securely tightened. After the cap was securely tightened, the leakage completely stopped. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv10 experienced a leak. The customer observed the product leaking into the over pouch. There was no report of patient involvement and, therefore, no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. Should additional information be received a follow-up medwatch will be submitted.